Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implanted in a restenosed stent. There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Reportedly, four xience v stents were placed in restenosed non-abbott stents. It should be noted that the instruction for use (IFU) states that the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. It is unknown how, if at all, this may have contributed to the reported patient effects.

Event description:
It was reported that approximately one year post implantation of four xience v stents in restenosed non-abbott stents in the distal and mid left anterior descending artery (d / mlad), the patient experienced shortness of breath. Initially, it was reported that on (B)(6) 2009, the patient was hospitalized to have a percutaneous coronary angiogram and percutaneous coronary intervention of a non-target lesion; however, it was later learned that the revascularization was to a new lesion in the proximal lad and to the previously stented mlad. There was no adverse patient sequela reported and on (B)(6) 2010, the patient was discharged. There was no additional information provided.